Event description:
It was reported that a small volume intermate had particulate matter inside the balloon. The device was filled with an unspecified amount of antibiotic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and white particles were noted in the fluid of the bladder. A fourier transform infrared spectroscopy was performed and the particulate matter was identified as acrylic material. The cause of the issue could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.